Event description:
It was further reported that the causality of the event was due to treatment by radiofrequency. The event is not related to the therasphere treatment.

Event description:
It was reported that pain in the right hypochondrium occurred. The liver cancer was first diagnosed on (B)(6) 2019 and was a multifocal (2-4 lesions) in the right liver (segment v-vi-vii-viii) and location of longest index lesion was noted at segment v. The subject received prior anti-cancer treatment with intra-arterial or systemic IV chemotherapy. On (B)(6) 2020, the subject was enrolled into the proactif study and the treatment with therasphere was performed on same day. Therasphere infusion was in the femoral artery and number of vials administered were 1. Administered dose to the liver (location not specified) through vial 1 was 1.102 gbq. Total administered dose was 1.102 gbq. On, (B)(6) 2020, 1-day post treatment with therasphere, the subject developed pain in the right hypochondrium. The subject was hospitalized on same day for further evaluation and was treated medically. On (B)(6) 2020, the event was resolved, and the subject was discharged on the same day.

Event description:
It was further reported that the administered dose was selective in delivery.

Manufacturer narrative:
The lot number was not reported and therefore a manufacturing batch record review could not be completed. The device remains implanted and will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.